Event description:
It was reported that z-syndrome was noted three days after implantation of crystalens at50-ao in the pt's left eye. Preoperative bcva for the left eye was 20/60. Repositioning of the lens was performed on (B)(6) 2012. Prior to repositioning of the lens bcva was 20/50. The lens was subsequently explanted on (B)(6) 2012, and replaced with a monofocal lens of 22.50 d. Pt's uncorrected visual acuity was 20/100 as of (B)(6) 2012, and the prognosis is described as very good. According to the surgeon the most likely cause of the event was excessive anterior capsular fibrosis secondary to chronic uveitis.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.